Event description:
It was reported to boston scientific corporation that a button replacement gatrostomy device was used during a gastroma exchange procedure performed on (B)(6), 2010.according to the complainant, post procedure on (B)(6), 2010, the bottom of the shaft near the external bolster was broken. The procedure was completed with another button replacement gatrostomy device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation found that the button body was torn jaggedly near the proximal end. A second tear was found on the opposite side of the button body from the first tear. A functional evaluation found that the cap of the device could be closed and opened without issue. The returned unit was consistent with the complaint incident that the device was broken. During the evaluation the button device was found to be torn in multiple places near the proximal end of the button body. It appears that after placement and due to repeated use the button body became torn. Therefore, the most probable root cause is operational context. A review of the device history record was performed for lot number 12921887 and revealed no related issues to this complaint. A lot history search was performed and found no other complaints against lot number 12921887. (B)(4).

Manufacturer narrative:
The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a gastroma exchange procedure performed on (B)(6), 2010. According to the complainant, post procedure on (B)(6), 2010, the bottom of the shaft near the external bolster was broken. The procedure was completed with another button replacement gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.